Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient remains implanted. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's skin flap hematoma was removed on (B)(6) 2020. No other medical intervention occurred. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced another skin flap hematoma. The recipient was given an infusion of ceftriaxone sodium for five days. The recipient is being treated with meropenem antibiotics. The recipient is hospitalized. The swelling is resolving. The doctor suggested to continue treatment for about a week. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had a gross leak at the seam weld. This was induced during the failure analysis process. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's skin flap hematoma reportedly recurred. The recipient's device was explanted. Medical intervention prior to explantation surgery was not required. The recipient's hematoma has healed and resolved. The recipient will be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was re-positioned on (B)(6) 2020. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device is reportedly migrated and developed a skin flap hematoma. No head trauma was reported. Revision surgery will be scheduled.